Manufacturer narrative:
The reported condition of leak was confirmed. Two units were received. The first unit contained approximately 55 ml of solution in the reservoir, and without any signs or evidence of leakage. The second unit contained approximately 10 ml of solution in the reservoir, and about 40 ml in the housing due to leakage. No other observation was noted on the units upon receipt. A leak test was performed on the units by refilling them with green color water. As a result, leakage was detected on the reservoir of the first unit due to a pin-hole. No evidence of leakage was found from the second unit during the leak test. (B)(4).

Event description:
Customer reported that 2 units were rejected at their packing stage due to the devices leaking. Both units have been filled with desferrioxamine. No patient injury or medical intervention occurred. No additional information is available.